Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that on the video, the white trocar is easily inserted into the anvil center rod, easily removed without depressing the black button, and does not lock in place. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impressions, and the ring was received intact. It was reported that the trocar tip did not lock. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the wrong anvil was attached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a bent anvil retainer leg. Visual examination noted that one of the retainer legs of the anvil was observed to be bent inwards. The product analysis noted evidence that the device was not used as intended. This issue may occur when the anvil is manipulated with excessive force during the attachment to the instrument or if the anvil is mishandled during the removal of fitting accessories. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: mate the anvil/center rod assembly to the stapler by inserting the blunt center rod into the center shaft of the stapler and pushing firmly until the center rod clicks into its fully seated position. This click will be tactile and audible. Manually inspect the attachment to ensure that the center rod and stapler are fully mated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the sigmoid colon resection, when testing the device prior to entering the patient, the white anvil integrated spike was not locking into the anvil, it would slip right off. It was noted that the anvil was improperly matched with the instrument. The surgeon did not used the device and open another one from a different batch. There was no patient injury.